Event description:
It was reported that approximately 13 years ago, the patient underwent a procedure during which an unknown stent was implanted in the left anterior descending artery (lad). On (B)(6) 2011, a new stenosis was confirmed in the proximal lad and percutaneous coronary intervention was performed during which a 2.5 x 15 mm xience v stent was placed. Postdilatation of the stent confirmed that the stent had good expansion and the procedure was completed. On (B)(6) 2011, the patient was experiencing chest pain and was rehospitalized. On angiography, thrombosis was noted in the proximal lad which was aspirated with a thrombuster. A parachute device was inserted to catch the thrombosis and dilatation was performed with a balloon catheter. Five minutes later, thrombosis occurred again so additional dilatation was performed and the procedure was completed successfully. The physician commented that he thought the thrombosis formed due to the patients decision to stop taking the dapt (dual antiplatelet therapy). Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and thrombosis are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting. In this case, the patient was hospitalized and was treated with balloon dilatation and a parachute device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.